Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections found a stretched helix likely explant related. Visual inspection showed deformed conductor coils along with marks in the insulation, probably due to tool manipulation. There is known risk associated with medical procedures involving cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right atrial (ra) lead perforated with a pneumothorax. The patient presented to the hospital with pain and a chest tube was placed. Lead has been explanted. No additional adverse patient effects were reported.